Event description:
Product analysis was completed on the suspect device. The generator was interrogated at multiple orientations adjacent to the programming wand and a system diagnostic test was performed as well as a comprehensive electrical evaluation (shows and ifi=no condition). No anomalies were seen and the device performed according to specification. Pa worksheet was reviewed and no anomalies were seen. Data dump was reviewed and no anomalies were seen.

Event description:
The suspect device was received for product analysis but has not been completed to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. F10 health effect, clinical code: code e2402 utilized; proposed second level coding - protrusion to capture incidents of a device being visible under the skin.

Event description:
It was reported that during a revision surgery for to a protruding suture, the generator could not be interrogated. Troubleshooting was performed including turning off or lights, rotating the wand, a wand and tablet reset, removing and reinserting wand batteries, connecting the wand to the tablet via usb cable, ensuring the magnet was not near the generator at time of interrogation, confirming interrogation distance, moving away from sources of electromagnetic interference, and a generator reset. The generator was only able to be interrogated up to 15% before a generator not found; message was seen despite troubleshooting. The device was able to be interrogated prior to surgery and it was noted that electrocautery was used during the surgery but it not believed that it came into contact with the generator. The generator was ultimately replaced. The generator was attempted to be interrogated after replacement but the same generator not found; message was seen. The cause of the protruding suture was not known and the revision surgery was performed to preclude the breach of external tissue, which the surgeon felt would risk infection. The suspect device has not been received by manufacturer to date. No other relevant information has been received to date.